Event description:
It was reported that this left ventricular lead displayed increasing pacing impedance measurements which became out of range and greater than 3000 ohms. Additionally, intermittent loss of capture was observed. A revision procedure was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.